Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up, down and ok buttons were under responsive to use presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11-jun-2019 with the following findings: on investigation, the up arrow and down arrow keypad buttons demonstrated intermittent unresponsiveness. The ok button was unresponsive. Contamination was found under the contacts of all the keypad buttons. Investigation duplicated the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored. Also unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.